Event description:
Approximately 3 days after a coronary drug eluting stenting treatment procedure, a sub acute thrombosis occurred. In 2004, 4 taxus express2 drug eluting stents were initially implanted; a 3.0 x 16mm in the circumflex, a 2.5 x 16mm in the diagonal, a 2.75 x 32mm in the mid-lad and a 2.75 x 16mm in the proximal lad. No procedural complications were reported. The patient remained in-hospital, but returned to the cath lab the next day with sudden onset of chest pain and EKG changes consistent with an acute myocaridal infarction. Patient was found to have thromboses of the taxus stents in the diagonal and lad. Ptca was performed with a maverick 2.5 x 15mm and sprinter 3.0 x 15mm balloons in the lad. Multiple inflations (at 9-14 atms for 8-11 atms) were performed in the proximal and mid-lad. A taxus stent express2 3.0 x 8mm drug eluting stent was deployed in the proximal lad at 14-16 atms for 7-12 seconds to treat a residual lesion at the proximal edge of the lad stent. Dilations with a sprinter 2.5 x 15mm balloon were performed in the ostial/proximal diagonal branch at 10-11 atms for 10-13 seconds, as well. The circumflex was not thrombosed. Heparin and reopro were administered during this intervention. The patient returned 5 days later and again was found to have thrombosis of the lad and diagonal. Angioplasty was performed with good result, however, the patient was taken for CABG the next day and is reported to be doing well. Same case as MFR's #: 6000093-2004-01160, 6000093-2004-01161, 6000093-2004-01163.